Event description:
On 17-feb-2026, a company representative - service personnel contacted technical service to report that compella rent us scale pd ppm (product code p7800arent01, serial number (B)(6)), brakes not holding. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing. However, if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The baxter technician found two brake casters needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: the brakes operate correctly. The casters are in good condition; they do not have cut, are not worn, and have a good amount of tread. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jul 11, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the two brake casters to resolve the reported event. Based on this information, no further action is required.